Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data does not reflect the full investigation window. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error no injury or medical intervention was reported.